Manufacturer narrative:
The insulin pump was received with motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor system. Pump passed the operating currents measurement, self-test, unexpected error test, rewind, basic occlusion test and displacement test. Unable to perform the no delivery test due to prime anomaly. Motor passed motor test. Pump had cracked battery tube threads, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.